Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 49 mg/dl. Customer suspects the changes made by their healthcare provider (hcp) to their pump settings contributed to the low bg. Customer attempted to self treat by consuming carbohydrates, however received assistance from there spouse by providing ice cream to address bg level. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.